Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited inhibition of pacing due to noise oversensing. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition and will continue to be monitored.